Event description:
On (B)(6) 2012, the pt underwent treatment for an aneurysm in the descending thoracic aorta. The 22 fr gore dryseal sheath could not be advanced into the aorta, so the stent-grafts were advanced bareback through the common iliac artery. The devices were placed without incident. On withdrawal of the dryseal sheath, however, the external iliac artery (eia) ruptured. Three stent-grafts were placed in the eia to seal the rupture, but the bleeding was not controlled. The rupture appeared to extend distally into the femoral artery, so the physician ligated the iliac artery and performed a fem-fem bypass, then the procedure was concluded. The pt expired on (B)(6) 2012, due to colon ischemia and subsequent sepsis. The medical records indicated that the colon ischemia could have been partly due to transient hypotension following the access vessel rupture.

Manufacturer narrative:
The gore dryseal sheath instructions for use (IFU) state that adequate vessel access is required to introduce the sheath into the vasculature. Careful eval of vessel size, anatomy, and disease state (including calcification) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the pt may result. Additionally, the IFU states that if the vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the pt may result. The outer diameter of a 22 fr sheath is 8.3 mm, as compared to the access vessel diameter of 6mm.